Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, while stapling the phase that should be on the vessel, the four reloads and two handles were not able to fire and does a break sound. The surgeon was able to press the green button and squeeze the handle. A new device with another serial number was taken out to complete the case. There was no patient injury.